Event description:
It was reported to globus that a revision surgery was required due the collapse of a fortify spacer. Revision surgery took place on (B)(6) 2013. Surgeon was unable to get safely through the psoas muscle. Unable to get through the original mis lateral plane. Surgeon instead decided to revise the original unilateral revolve pedicle screws (1 level above and 1 level below fracture) to bilateral screws and cocr rods. Another surgery is planned to gain access through an open lateral approach to revise the fortify spacer.

Manufacturer narrative:
The revised parts, i.e. Screws and rod, are not available for evaluation. Manufacture date cannot be determined, as no lot number was provided. This report is associated with MFR. Report # 3004142400-2013-00031. This report is filed for the screws which were revised on (B)(6) 2013. Additional info has been requested regarding pt info, and will be submitted in a supplemental report on MDR # 3004142400-2013-00031.